Manufacturer narrative:
The complaint of thrombus formation (device) post procedure was confirmed with objective evidence from the imaging evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training materials revealed not deficiencies. An internal image review found that there is evidence of sm3 bioprosthetic valve dysfunction confirmed by post-procedural CT scan, tee and tte images. The imagery review concluded that tee and tte demonstrate thickened leaflets with reduced leaflet motion and the most recent tte suggests moderate sm3 bioprosthetic valve stenosis. Imagery review could not conclude the root cause of the sm3 bioprosthetic dysfunction, however information in the complaint file suggested that the root cause can be due to patient factors, since the patient discontinued use of anticoagulation therapy after 6 months due to poor tolerance. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Additional information received on 18feb2026 indicated that the patient was admitted to the hospital on (B)(6) 2026, in cardiogenic shock with a mean gradient of 12-15. On (B)(6) 2026, the patient received heparin and subsequently underwent lysis. On 18feb2026, the patient underwent a heart transplant and is now in stable condition. Additionally, it was reported that, per medical opinion, the perceived root cause was a lapse in anticoagulation after six months post operation. Thrombosis was observed 30 days after discontinuation of anticoagulation. Additional information has been requested to understand the conditions surrounding the transplant.

Event description:
Additional information received on 6mar2026 stated that the heart transplant was due to the thrombosis and the function of ejection fraction. A clarification received on 19mar2026 stated that the thrombosis may have been completely resolved with administration of medication (thrombolysis), yet patient still received transplant, and the exact reason was unknown.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, and h11. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where the patient is currently in the ICU due to the development of a mitral thrombus shortly after discontinuing anticoagulation therapy.